Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center exhibited error b30 (scope communication error). There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was not returned for evaluation. Based on the results of the investigation, the b30 error was caused by a scope, not the video processor. It is possible that the 30 error was caused by not cycling power of tower. Olympus will continue to monitor field performance for this device.